Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, slight increase in pacing lead impedance and increase in hv lead impedance was observed. There was also intermittent noise present and some episodes were of external noise. Lead damage or connection issue was suspected. Further tests were recommended.